Event description:
A malfunction alarm was reported by the customer, identified as malf 0, and no notable events occurred prior to the alarm. The issue did not cause the customer's blood glucose levels to exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions and assisted the customer in resetting the pump, resolving the malfunction without recurrence. The customer was advised to continue using the pump and to call back if the issue reoccurs, which they acknowledged and understood.